Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: the complaint gauge is 24g, assembly at auto line 4 in apr. 2021, lot quantity is (B)(4). Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the production reocrd and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. Review the incoming inspection result, no abnormal for it. No actual sample and pictured was returned, the specific blood leakage condition of the smartsite connector of the indwelling needle is unknown. Take 2 retained samples, connect the smartsite connector to the standard ruhr connector for leakage test, and pass the test. No same compliant was received from the complaint lot. No abnormal found on process, as no defect sample returned ,and the service condition was unknown, the root cause of the blood leakage of the smartsite connector of the indwelling needle cannot be determined.

Event description:
It was reported intima-ii y 24gax0.75in ss prn slm npvc had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "after the blood was drawn, the back end of the smartsite connector was still leaking blood".